Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
He was crossing the street when the bolt came out of the crossbrace.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken/cracked tubing. Broken tubing at center hole. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the bolt coming out of the cross brace. The cross brace was received without any bolts or screws present and it was broken into two pieces. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
He was crossing the street when the bolt came out of the crossbrace.